Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: when the gauze was removed from the port, it was stuck and part of valve fell into the patient's cavity. The fallen piece could be retrieved. No additional bleeding. No tissue damaged. Operating room time was not extended more than 30 minutes. No patient info available.